Event description:
We had two failures of the balloon for the cervical catheter in our hysterosalpingogram elliptosphere procedure trays from lot 173395, ref 61-4205. With the first procedure, the balloon worked properly when tested prior to insertion. However, the balloon failed after the catheter was inserted, necessitating recatheterization of the patient (an uncomfortable procedure). The patient was informed of the issue when it occurred. In the second case, the balloon would not hold air when the doctor tested it prior to the procedure. I have contacted quality, patient safety, regulatory compliance, risk management, as well as the vendor for the item. We have not had additional issues at this time. No other issues have come up at this time. Still waiting to hear back from cooper surgical.======================manufacturer response for cervical catheter balloon, h/s elliptosphere procedure tray (per site reporter).======================